Manufacturer narrative:
Correction: section h 6. Investigation conclusions- changed from - cause cannot be traced to device (4310). Changed to - no problem detected (67).

Manufacturer narrative:
The cls was returned for analysis and passed all functional testing without noted issue. Evoke scs system surgical guide lists inadequate pain relief following system implantation, requiring surgery (including revision, explant, and replacement) as a result as a potential risk associated with the implantation and use of a spinal cord stimulation system.

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system requested a system explant due to inadequate pain relief. The system was implanted for 13 months. The patient¿s system was reprogrammed on multiple occasions. The explant was completed without complications.